Event description:
Customer dropped meter, as a result, beeper is distorted. A few months ago, customer over-medicated themselves due to high blood glucose meter readings. Paramedics were called and administered the customer something to drink. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.